Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Results code(s): (evaluation result): based on the above investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. No definite root cause for the complaint is determined. Evaluation conclusion code(s): based on the complaint history, device history record review and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Diopter: -14.50/3.5/083 lens remains implanted. (B)(4). Evaluation: method: lens work order search. Evaluation: results: a lens work order search revealed there was no similar complaint within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -14.50/+3.50/083 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. One day post-op there was excessive vaulting, lens rotation and refractive surprise. The lens remains implanted. A supplemental will be submitted when additional is available.